Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube widow, broken pump belt clip slot and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error alarm. Customer's current blood glucose reading is 300 mg/dl. Customer reported playing softball prior to the button error alarm. No further information reported.